Event description:
It was reported that upon deployment of a vena cava filter, the filter legs became crossed. The filter remains implanted. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.